Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated description summary: customer's spouse reported that the customer had a low and passed out and hit her head on a cabinet door. Caller called the ambulance. Caller did not specify if treated with glucose/carbohydrates. Customer did not have sensors and did not prefer to do finger testing. Caller declined troubleshooting as caller had just called the ambulance. Auto mode was not used since sensor was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-332a, mmt-431a, mmt-1780kl. Troubleshooting was not performed and it was unknown whether the customer used the pump within 48 hours or not and it was unknown whether the automode feature was active or not. Customer reported low blood glucoses. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-431a. No product return is required for mmt-1780kl.